Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. Based on the limited information provided, the most likely root cause could be attributed to off label use as the zimmer biomet stem is incompatible with the two reported wright medical technology, inc products. However, with the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a total right hip revision due to aseptic mobilization of stem and cup; metallosis between head and morse cone, approximately five (5) years post initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.